Event description:
It was reported that during a peripheral treatment procedure, stent dislodgement occurred. The target lesion was located in the inferior mesenteric artery (ima). During use of an express stent delivery system (sds) the stent came off the balloon when the physician tried to pull the device back into the target lesion. The dislodged stent was "jailed" in the external iliac artery. The procedure was completed with deployment of another of the same device at the intended target location (ima). No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Event date: approximately 6 weeks ago. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).